Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 681189006, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that patient states 3 weeks ago inflatable penile prosthesis (ipp) device would not pump. All components removed and replaced. Conceal reservoir had herniated out of the perivesical space into lower abdomen. This resulted in kinked tubing and prevented implant from inflating. Because implant was 8 years old, physician decided to replace all components. No holes or leaks observed in implant. No adverse patient effects.